Event description:
It was reported on (B)(6) 2026, that the patient experienced high blood glucose level. Patient was treated with correction boluses and water.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.